Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 50mm, pn 157450, ln 368240. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09508. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately 11 years post implantation due to metallosis and bone and soft tissue destruction. Attempts to obtain additional information have been made; however, no more is available at this time.